Event description:
It was reported that a light sensitive drug set leaked from the ¿transparent¿ portion of the set that was inserted into a colleague pump. This occurred during patient infusion of parenteral nutrition solution. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual sample was not available for evaluation; however, a retained sample was visually checked and no leak was detected. Simulated use testing was performed by inserting the tubing into a baxter pump and by performing a gravity test, and no leak was noticed. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Initial reporter - facility name: (B)(4). Report source other: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.